Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt is reported to be using a contact lens for correction. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/22/2009 and 11/16/2009 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer/patient reported that she has terrible vision that requires her to wear glasses. She indicated her vision affects her daily life.